Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and dehydration on (B)(6) 2018 with blood glucose above 600 mg/dl. The customer's current blood glucose is 165 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with bolus with pump and manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and dat test at 0.08745 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test and a21 error test. Device passed tone check on self test. Device failed vibrate check on self test due to vibrator motor connector not plugged in properly to the I/b. Device communicated properly with the test blood glucose meter. The test value of 134 mg/dl was sent by the meter and received by the pump. No pump or meter communication anomaly noted. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).